Event description:
Tip of endoscopic vein harvest system bipolar device was not intact upon removal from patient's left leg after vein harvest. Two attempts to visualize the missing piece by repeat laparoscopic investigations in the leg were unsuccessful. The piece was not identified to be in the leg but was also never located.

Event description:
Tip of endoscopic vein harvest system bipolar device was not intact upon removal from patient's left leg after vein harvest. Two attempts to visualize the missing piece by repeat laparoscopic investigations in the leg were unsuccessful. The piece was not identified to be in the leg but was also never located.